Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: a review of the black box indicated multiple unexplained persistent reboot events had occurred on (B)(6) 2017. Visual inspection revealed that the battery compartment was cracked however the returned battery cap was undamaged and was able to fit securely. The battery cap contacts were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump powered on normally and successfully completed ez-prime steps and 24-hour duration testing with no power interruptions occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.